Event description:
There was an allegation of questionable sodium electrode results for 9 patient samples on a cobas 6000 c (501) module. Only 4 examples were provided. Patient 1: the initial result was 146 meq/l, and the repeated result was 139 meq/l. Patient 2: the initial result was 146 meq/l, and the repeated result was 139 meq/l. Patient 3: the initial result was 149 meq/l, and the repeated result was 142 meq/l. Patient 4: the initial result was 136 meq/l, and the repeated result was 129 meq/l. The repeated results were obtained on another module and were believed to be correct. The samples were repeated because the repeat qc failed, the re-calibration failed, and "moving averages" alarms were observed.

Manufacturer narrative:
The na electrode lot number is fax30. The expiration date was not provided. The calibration was acceptable. The qc failed on the date of the event. The alarm trace showed an "ise noise error". The field service representative found a kinked tubing at the detergent bottle. He fixed the kink in the tubing and performed successful checks and tests. The investigation determined that the service actions resolved the issue.